Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is working on the insulin pump adjustments. It was stated that the customer experienced high blood glucose and customer explained that it was not due to a malfunction on the insulin pump but just needed to adjust the basal rates. Blood glucose value is unknown. Nothing further reported.